Manufacturer narrative:
No lot number was provided in the complaint. Without lot number it is not possible to determine the expiration nor manufacture date. This is a class I device so UDI has not yet been established nor is it required as of the date of this report. This type of reported event is very rare. Initial reporter is awaiting dermatology referral from the (B)(6). The exact date of the event was not stated other than the month of (B)(6) and year 2017 related to the flare up. Therefore, used (B)(6) 2017 as a date since field requires dd. End of report.

Event description:
A female reported she was diagnosed with otis externa in both ears. The ear nose throat (ent) professional diagnosed the condition as a class 4 allergic reaction to the stethoscope ear buds or a dermatology issue irritated by having ear buds on sensitive skin area of her ears. She has experienced face swelling, pain, wet and itchy ears. The events have caused her to make three emergency doctor appointments. She has used numerous steroid ear drops and antibiotics (types not specified) for the condition described as otis externa. She has been using a stethoscope since 2007 and has had ongoing issues with her ears since 2011 with a flare up in (B)(6) 2017. She has had some improvement with the use of steroids but the condition has not been completely resolved.